Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
The customer reported the device is displaying a defib failure error code 1000, system monitor failure. There was no report of patient involvement.

Event description:
The customer reported the device is displaying a defib failure error code 1000, system monitor failure. There was no report of patient involvement.